Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2019; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving compounded baclofen (250mcg/ml at 107.55mcg/day), fentanyl (250mcg/ml at 107.55mcg/day) and bupivacaine (5mg/ml at 2.15mg/day via an implantable pump. It was reported that the patient was recently seen for a routine pump visit. A catheter access study was done in preparation for a pump replacement due to the elective replacement indicator (eri) and the physician was unable to aspirate any cerebrospinal fluid (csf). The patient was taken to the operating room for the pump replacement and catheter revision. The pump pocket was opened and aspiration was attempted from the catheter access port, but the return was very sluggish. The proximal segment was removed at the collet and free dripping csf was noticed. Any remaining drug was aspirated directly from the catheter. A new proximal segment was attached to the existing spinal segment. The pump was connected to the new proximal segment and placed back in the pocket. Another catheter aspiration was done with positive return of csf. The issue was resolved at the time of the report.